Event description:
It was reported that a pt underwent a procedure to excise a lesion from the scalp on an unk date and running suture was used. When the surgeon attempted to excise it 7 days post-op, he found that the skin had grown over the knots and he could not remove it in the office. He removed it in the hosp under sedation and resutured with a different type of suture. The pt was evaluated after 10 days and the wound had healed. The surgeon opines this was not the fault of the suture, but rather it was a host factor.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.